Event description:
Pt revised due to dislocation, osteolysis, and polyethylene wear.

Manufacturer narrative:
Examination of the returned device does note evidence which may support dislocation; however, no product error is indicated. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specifications or contributed to the reported event. Review of the device history records did not reveal any related mfg deviations or anomalies. A complaint database search finds no other reported incidents against the known product and lot code since release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.